Manufacturer narrative:
Error code 36 was found in the pump history log. The pump software was upgraded. Serial number (B)(4) is part of recall number z-1867-2011.

Event description:
Error code 36 was observed in the pump history during servicing.